Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy 202 device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician confirmed the customer¿s issue and observed error code oxygen blending module (obm) accuracy urgent service was found in the device log. The manufacturer¿s service technician replaced the device's obm printed circuit assembly (pca) board to address the issue. Additional findings not related to the malfunction/issue the manufacturer¿s service technician found the pollen filter and ac cord clamp were missing on the device. The manufacturer¿s service technician replaced the device's ac cord clamp to address this issue. The manufacturer¿s service technician found dirt contamination on the forty-three (43) micron filter. The manufacturer¿s service technician replaced the 43-micron filter on the device. The manufacturer¿s service technician found damage to the oxygen (o2) connector for this device. The manufacturer's service technician replaced the o2 connector to address this issue. The manufacturer¿s service technician found the intermittent communication due to the interface pca board. The manufacturer's replaced the interface pca board to address this issue. After replacing all parts on the device, the manufacturer's service technician reloaded the firmware and performed the repair test and it passed on the device.